Event description:
The pt reported blood glucose results of "202 mg/dl and 222 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, control solution and test strips were replaced.